Event description:
It was reported that during an operation the surgeon could not properly lock the aiming arm because the lock connection bolt was turning around. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the pin of the connecting screw is broken off. Therefore it was not possible to tighten the screw anymore. We are not able to determine the exact cause which has led to this damage. We do suppose that too much mechanical force finally lead to the breakage of the pin. Further investigation has shown that the aiming arm was manufactured soled in sep 2009. As this is an old discontinued design no spare parts are available anymore. Device is not distributed in the united states, but is similar to device marketed in the USA.